Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 5. Details of surgery: bone overheating. On (B)(6) 2025, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility, swelling and inflammation. No further patient complications were reported.